Event description:
It was reported that the right ventricular lead exhibited a fracture. The lead was capped and replaced on (B)(6) 2017. No other information was available.

Event description:
New information was reported on (B)(6) 2017 stated that the lead behavior had been noticed a long time prior in clinic during follow-up. The lead impedance was out of range but the lead was sensing appropriately. The physician scheduled to perform lead revision until the elective generator change procedure which was done on (B)(6) 2017. The patient was stable before, during and after the procedure.